Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt unable to complete incoming functional testing. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging all the wires in the cable. Additionally, the distribution node to rear therapy electrode wires were all broken. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check belt messages.